Event description:
On (B)(6) 2026, a patient (pt) called to report a diagnosis of corneal ¿ulcer from contact lens.¿ the pt inserted a new pair of acuvue® oasys® brand contact lenses (cls), (date not provided) which resulted in an immediate burning sensation. The pt removed the cl, cleaned and reinserted, with the discomfort resolving for a moment, but discomfort returned. The pt advised that ¿one event led to emergency room due to lingering discomfort.¿ on 22jan2026, additional medical information was provided. The pt reported the event occurred in mar2025. The pt ¿may have started wearing the lenses about a month prior, may have been new to this lens, and doesn¿t really look at the brand.¿ the pt had an issue with 1 cl which ¿caused the corneal ulcer.¿ the pt inserted a new cl, from the package in the right eye (od). The pt reported the cl ¿burned badly on insertion and caused eye redness.¿ the pt removed the suspect od cl, tried to clean the lens, and soaked the suspect cl in some solution (brand not provided). The pt reported using some over the counter rewetting eye drops (brand not provided) and letting the eye rest for a ¿few minutes.¿ after a ¿few minutes¿ the pt reinserted the suspect od cl, it no longer burned the eye but reported the ¿eye was tingling a little.¿ the pt continued to wear the od cl, but reported the vision ¿got more blurry during the day while wearing the cl.¿ on (B)(6) 2025, the pt went to an urgent care facility for evaluation. The pt was diagnosed with a corneal ulcer in the od and prescribed moxifloxacin ophthalmic solution, 1 drop three times daily (tid) for 7 days and advised to follow-up with an ophthalmologist. On (B)(6) 2025, the pt went to an eye care professional (ecp) who performed an eye exam and diagnosed an od corneal ulcer. The ecp placed a prokera membrane on the od and instructed the pt to discontinue the moxifloxacin eye drops. The pt was prescribed erythromycin ointment but could not recall the frequency or duration. On (B)(6) 2025, the pt returned to the ecp for a follow-up visit and the prokera membrane was removed in the office and an eye exam was performed. The pt was in ¿a lot of pain¿ so the pt went to the emergency room for further evaluation. Upon arrival at the ER, an additional eye exam was performed, and the pt was advised to continue using the erythromycin ointment. The pt reported the visit summary from the ER states ¿abrasion right cornea.¿ the pt was advised to purchase lubricating eye drops to use prior to the erythromycin ointment and no cl wear for at least 2 weeks. The pt has a note from the first treating ecp who advised the ER was to take a culture; however, no culture was taken. The pt was advised to visit and visited a different ecp on (B)(6) 2025 who performed a fungal and bacterial culture of the od. The pt stated, ¿paperwork from that visit states ¿abrasion of right cornea, corneal ulcer of right eye." The pt was advised to continue the erythromycin ointment and received a bandage lens on the eye. The pt had a follow-up visit on (B)(6) 2025, the bandage cl was removed, and the pt was advised to discontinue the erythromycin ointment and continue with the lubricating eye drops (name and frequency not provided). The pt was not advised to continue follow-up appointments but advised to return only if symptoms worsened. The pt believes the corneal ulcer was in the ¿middle¿ because it affected the vision. The pt reported the vision was blurry but did not state there was any loss of visual acuity diagnosed. The pt recently started wearing cl again (no date provided). The pt refused to provide contact details required for verification diagnosis and treatment. On (B)(6) 2026, a call was placed to the pt¿s initial treating ecp for additional medical information, but no new information was provided. On (B)(6) 2026, a call was placed to the pt¿s second treating ecp. A representative advised that without a date of birth and/or address, no additional information can be provided. On (B)(6) 2026, a call was placed to the pt to request additional medical information, date of birth and address to assist with confirmation of diagnosis and treatment with the pt¿s treating ecps, but no additional information was provided. On (B)(6) 2026, a call was placed to the pt¿s initial treating ecp. A representative advised that the pt was seen on (B)(6) 2025. A prokera membrane was placed for a possible abrasion and the pt was referred to another ophthalmologist on (B)(6) 2025 for evaluation and culture. The representative advised the pt tolerated the membrane well but still had pain and could not drive. The diagnosis on (B)(6) 2025 was unspecified corneal ulcer od and to initiate besivance 1 drop tid od for 7 days. The location of the corneal ulcer was not noted in the information available and there is no indication that any culture results were provided. The ecp was to call back to provide additional medical details. On (B)(6) 2026, a representative from the initial treating ecp¿s office called to advise after speaking with the ecp, the pt was diagnosed with ulcers in ¿2 spots¿ that were not in the visual axis. On the 2nd ecp visit, the ¿2 spots had coalesced into 1, 4mm centrally located ulcer that was in the visual axis.¿ no updates were received from the pt¿s 2nd treating ecp. The date of event will be reported as 01mar2025 as the exact date of event is unknown. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number b016989 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.